Manufacturer narrative:
Advanced bionics is in the process of collecting the required medical information necessary to determine the pathology of the reported infection.

Event description:
In 2007, advanced bionics was notified that the patient reportedly is hospitalized with meningococcal meningitis. The patient remains in the hospital and is being treated with antibiotics (name not given). The patient's device remains implanted.